Event description:
Customer reports to have changed batteries the day prior and had two bars and batteries suddenly stopped working. Customer's blood glucose was unknown. Customer was advised that battery cap will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).